Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed properly.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for intestinal polyps in the intestinal tract during an endoscopic submucosal dissection (esd) for a wound hemostasis procedure performed on (B)(6) 2026. During the procedure, the clip could not be deployed properly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter city and initial reporter zip/post code) have been updated based on the additional information received on february 24, 2026. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed properly.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for intestinal polyps in the intestinal tract during an endoscopic submucosal dissection (esd) for a wound hemostasis procedure performed on (B)(6) 2026. During the procedure, the clip could not be deployed properly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 24, 2026 it was clarified that the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy initially but was eventually able to successfully release.